Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. The guidewire was removed with no issue encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05187. It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected to treat the target lesion. During the procedure it was noted that the rotalink¿ plus was stuck on the rotawire¿. The rotalink¿ plus and the rotawire¿ were removed and replaced with another of the same devices to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05187. It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire and 1.50mm rotalink plus were selected to treat the target lesion. During the procedure it was noted that the rotalink plus was stuck on the rotawire. The rotalink plus and the rotawire were removed and replaced with another of the same devices to complete the procedure. No patient complications were reported and the patient's condition is good.